Event description:
It was reported that the intra-aortic balloon was inserted successfully and was connected to an arrow acat pump. At the onset of pumping, the iab did not unwrap and inflate. Manual inflation was performed, but was unsuccessful. The user reported that the tip of the catheter "swung and touched calcific atheroma". Since the doctor suspected that the iab may have been abraded at the aortic arch, it was removed. A new arrow iab (same product number) was placed. There was no further reported difficulties or patient complications.